Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6),2010. According to the complainant, during the procedure there was difficulty advancing the spybite biopsy forceps through the spyscope access & delivery catheter. The procedure was completed with a boston scientific radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results for the spybite biospy forceps; clevis bent and jaws failed to close.

Manufacturer narrative:
The patient's weight is unknown. A visual examination of the returned device identified kinks at the handle end, approximately 40 cm to the proximal end, and at the distal end. Additionally, the clevis was found to be bent. A dimensional analysis was performed of the distal outer diameter of the forceps and was found to meet specification. Functionally, the kinks were found to interfere with proper jaw closure. The condition of the returned incident device was consistent with a reported event of difficulty advancing. During the evaluation, several kinks were identified in the coil and the clevis was found to be bent. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).